Event description:
The customer reported to baxter UK a colleague infusion pump in which the channel c head had a faulty stop button. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
The device is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.